Event description:
Procedure: dorsal flap left. According to the reporter: surgery was on (B)(6)2009 and allegedly the sutures failed and the patient presented with wound dehiscence. There was some bleeding, suppuration and pain. A further procedure was needed to re-suture the wound using traditional sutures ((B)(6)2009). Later a further procedure was required to clean up the site due to the ill-formed tissue. Treatment was received until (B)(6)2009.

Manufacturer narrative:
(B)(4)